Event description:
This pi is for the robot and robotic devices used in the primary case. It was reported that the patient's right hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). Primary procedure was done with the mako robot. All implants were removed and an aggressive debridement was performed. Rep provided the primary usage sheet and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Updated b2. Reported event: an event regarding revision due to infection involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿the patient's right hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). Primary procedure was done with the mako robot. All implants were removed and an aggressive debridement was performed. Rep provided the primary usage sheet and reported that no further information will be released by the hospital or surgeon.¿ product evaluation and results: not performed as case session data was not provided. Product history review of the device history records associated with rio 199 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn (B)(4)reports 03 similar complaints for tha software - other (infection). Pr: (B)(4)conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn (B)(4) reports no records related to tha software - other (infection) h3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot and robotic devices used in the primary case. It was reported that the patient's right hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). Primary procedure was done with the mako robot. All implants were removed and an aggressive debridement was performed. Rep provided the primary usage sheet and reported that no further information will be released by the hospital or surgeon.